Manufacturer narrative:
An event regarding a packaging issue (torn label) involving an adm shell was reported. The event was confirmed. Method & results: -device evaluation and results: the inner blister and box were returned. It was confirmed that the lift-here label was torn on the returned device. The tear is not straight. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined based on information was provided. The device was returned to the supplier for review. And the investigation concluded that: there were no issue was noted during the manufacture of the label and there were no issues noted during the packaging of the device. The labels are packed by 1000 (roll), double bags, in a carton, in the storage area (closed room). At the packaging step there is a 100% visual inspection of the packaging component. No rework for labels or labelling process was reported on the dhrs. The expiration date of the label was reviewed and it was verified as within line with the product shelf life. The investigation concluded that no manufacturing issue was identified. The 2 potential causes of the lift-here label being torn can be: -the outer blister was not opened completely and when the inner blister was pulled with the lift-here label, an additional strength was applied (the outer blister was not returned). -the lift-here label was taken with an instrument (however the customer confirmed that gloves were used). No further investigation is possible at the time. If additional information becomes available this investigation will be re-opened.

Event description:
The hospital has reported to sales rep that the hospital use many adm cups and the nurses are familiar with the unpacking procedure of the implant. However twice this day, they had problem with the package. The outer packet was open normally by the floor nurse and the scrub nurse would take the implant (lot g3117925) from the box. When she took the implant (took it where the label says "lift here," the label broke (tore to pieces) and then implant fell on the floor. They opened a new implant (lot g3117926), the problem was the same with this implant, but the scrub nurse was aware of the problem, and had a safe hand under the implant when lifting and it was ok to use and this implant was used for surgery and will not be returned. Update: there was a 5 minute delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The hospital has reported to sales rep that the hospital use many adm cups and the nurses are familiar with the unpacking procedure of the implant. However twice this day, they had problem with the package. The outer packet was open normally by the floor nurse and the scrub nurse would take the implant ( lot g3117925) from the box. When she took the implant ( took it where the label says "lift here," the label broke ( tore to pieces) and then implant fell on the floor. They opened a new implant ( lot g3117926 ), the problem was the same with this implant, but the scrub nurse was aware of the problem, and had a safe hand under the implant when lifting and it was ok to use and this implant was used for surgery and will not be returned.